Event description:
It was reported that rv lead exhibited intermittent noise, which had been present for some time and was not reproducible in the clinic. Patient was asymptomatic. The patient will be followed up to test for noise reproducibility, and no plans to replace the lead.